Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
It was reported that the physician intended to implant an endeavor resolute drug eluting stent. No difficulties noted when removing the protective sheath the device was inspected with no issues. Lesion was pre-dilated. Resistance was noted when advancing the device, excessive force was not used. During delivery of the device, the stent got stuck due to the lesion¿s calcification and tortuosity. During delivery, the inflation device did not remain in neutral pressure and the device did not pass through a previously deployed stent. The physician attempted to retract the stent but it dislodged. The physician deployed the stent where it dislodged. No patient injury was reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that the physician used a snare in the patient to retrieve the dislodged stent. The dislodged stent was successfully removed from the patient, and was discarded. Image review: review of the procedural images confirmed the presence of a lesion site in the left coronary artery. The images capture pre-dilation activities at the lesion and attempted delivery of the endeavor resolute stent. On removal of the endeavor resolute device a guideliner is advanced on the guidewire. The resolute endeavor device is reinserted and attempts are made to advance the stent across the lesion site. The dislodged stent is visible on the guidewire post removal of the delivery system. The stent is successfully retrieved on a snare device and further ballooning is performed at the lesion site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.